Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was failed and drawer was off the hinge. A field service engineer (fse) identified that the half height drawer 6.2 rail was broken. Fse logged into hardware test application and released cubies for drawers 6.1 and 6.2, powered off the station, removed the faulty drawer, and replaced it with a new one. Fse then reseated all cubies, verified successful hardware test application results, and the pharmacist completed inventory of the medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.2 experienced a failure. The drawer was observed to be off its hinge. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.